Manufacturer narrative:
The device was evaluated by terumo and it was determined that the mixing valve was out of tolerance. The product was repaired in the field. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that the system displayed an eod error message during set up. The product was not changed out and the surgery was completed successfully.